Event description:
New information received indicated that the patient¿s right ventricular (rv)lead also exhibited high capture threshold as well. On (B)(6) 2025, the physician capped the right ventricular (rv) lead and replaced it. The patient's condition was unknown.

Event description:
It was reported that the patient's lead exhibited loss of capture and noise. No intervention was performed. The patient condition was unknown.